Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation. The device history records were reviewed for the device manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. There was no report of a device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Hypotension is listed in the device labeling as a potential complication / adverse event. Manufacturer reference #: (B)(4).

Event description:
A (B)(6)-year-old female patient with bloody diarrhea and saddle pulmonary embolism (pe) with bilateral clot burden presented to the emergency department. On (B)(6) 2020, the inari medical flexible triever24 flex (t24f) was used to attempt to treat the patient's pe. Access was gained via the right common femoral vein using a micropuncture kit. A balloon-tipped catheter was then inserted and advanced across the right heart to the pulmonary arteries (pa), where an angiogram was taken. The balloon-tipped catheter was exchanged for a long selective catheter, which was used to advance a terumo glidewire to the lower lobe of the right pa. The glidewire was exchanged for a boston scientific amplatz super stiff guidewire (260 cm), and the selective catheter was replaced with a 24 fr gore dry seal sheath. The t24f was inserted through the sheath and advanced to the right pa. The t24f was positioned proximal to the clot burden, and two aspirations yielded clot. The t24f dilator was re-inserted before the catheter was advanced to the lower lobe of the right pa, where four successful aspirations yielding more clot were performed. The t24f was then maneuvered to the upper right pa lobe/truncus anterior (ta) for two aspirations that did not yield any clot. The t24f was repositioned, but four additional aspirations yielded minimal clot. The decision was made to treat the left pa. After an angiogram was taken a glidewire was advanced into the basal segment of the left lower lobe, then exchanged for an amplatz super stiff guidewire. The t24f was advanced proximal to the clot burden and four aspirations were performed, yielding a significant amount of clot. A pigtail catheter was used to take a final angiogram, which revealed additional clot in the right ta. The t24f was prepared, then reinserted and positioned proximal to the right ta clot. Four aspirations were performed, yielding no clot. A final angiogram was taken through the t24f using 25 cc of contrast followed by 20 cc of normal saline. The patient became hypotensive and began coughing immediately after the angiogram, so the case was concluded. The patient decompensated and arrested 10 minutes postoperatively, and a code was called; chest compressions were administered for 5 minutes and the patient received a blood transfusion and fluids. The interventions were successful, and the patient was resuscitated and stabilized. Follow-up was requested from the interventional cardiologist who determined the patient's decompensation was attributed to a combination of dehydration from her recent bloody diarrhea and the procedural estimated blood loss of 750 cc. There was no hemoptysis, no pleural effusion, and no perforation. As of (B)(6) 2020, the patient was reported to be doing well and no further intervention was required.